Event description:
On (B)(6) 2012 the reporter contacted animas to report as issue with priming the pump. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: there was no evidence of a loss of prime warnings in the pump's black box. The prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no loss of primes occurring. The pump's force sensor was found to be within calibration. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked. The contrast button was unresponsive and contamination was found on the button contact.